Manufacturer narrative:
(B)(4). Medical devices: 11-363661, 36mm cocr mod hd -3mm, 582530; ep-108223, e-poly maxrom acetabular liner, 032710; (B)(6), regen/rnglc acetabular shell, 787480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [discarded]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised 5 years post implantation due to stem subsidence and loosening. Head and stem were revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.